Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer did not think the pump was delivering the insulin properly and had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 400-500 mg/dl. Correction boluses and insulin injections were used to address the bg level. On one occasion, the customer tested positive for ketones and a healthcare provider assisted with the insulin therapy to treat the ketones. The customer was not receiving an occlusion alarm when tandem customer technical support (cts) was contacted; however, cts had the contact perform a system check using the current supplies and the pump was found to be functioning as expected.